Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2023 after being elevated on the transplant list secondary to implantable cardioverter-defibrillator (ICD) shocks. The patient had multiple admissions due to ICD discharges despite anti-dysrhythmic therapy. The device operated as expected.

Event description:
It was later reported that the patient was experiencing ventricular tachycardia (vt), which they had a history of prior to left ventricular assist device (lvad) implant. Symptoms included headaches, right-sided numbness, loss of vision to the right eye, garbled speech, migrainous aura, and double vision. Computed tomography angiograph (cta) of the head was done to rule out stroke and did not show large vessel occlusion or aneurysm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.